Event description:
Significant resitance was encountered during jacket retraction. The figure 8 wire was out of its track. The device did not deploy and was removed from the patient without implantation.